Event description:
The lay reporter (B)(6) contacted lfs on (B)(6), 2010 alleging inaccurate high readings on her father's one touch ultra 2 meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6), 2010 and obtained the following information: the patient mentioned that on (B)(6), 2010 at 9:00pm he tested his blood glucose and obtained a result of 333mg/dl. The patient then took 75 units of lantus insulin based on the meter result and novolog insulin (based on a sliding scale). He does not recall how much novolog insulin he took. At 3:00am on (B)(6), 2010 the patient developed symptoms of shakiness, dizzy, sweaty and blurred vision. He then tested on her daughter's meter (non-lfs) and obtained a 59 mg/dl and was treated with glucose tablets/glucose gel by his daughter. The patient did not attempt to test his blood glucose using the lfs meter. The patient did not seek any further medical attention or contact his physician for assistance due to the alleged issue. He claims he felt better after treatment. The product was replaced. Patient denied that the test strips were stored incorrectly and claims that the test strips were in good condition and not expired. A quality control test was not done since he did not have any control solution. The complaint is being reported since the patient alleged that due to the high reading, he took insulin based on the meter result and later developed symptoms suggestive of a serious injury and had to receive treatment by his daughter.

Event description:
Pt underwent a dental treatment on (B)(6), 2010 where membragel was used. The clinician reports on (B)(6), 2010 that pt presents with infected areas 18 and 19 with pain and swelling. Baking soda rinses, antibiotics, pain medication, rinse with peridex are prescribed.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
(B)(6). It was reported that during a stenting treatment procedure, incomplete apposition occurred. The 95% stenosed and 14mm long target lesion was located in the non-calcified and non-tortuous mid left anterior descending coronary artery (lad) with a reference vessel diameter of 4.3mm. The lesion was treated with direct stent placement of a 3.0x16mm taxus liberte stent. Post-stent deployment intravascular ultrasound (ivus) revealed incomplete apposition of the stent. It was treated with post-dilatations using a non compliant balloon resulting in 0% residual stenosis and timi-3 flow. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case failed testing. On performance testing with control solution the results were found to fall above the labeled range. Therefore, the complaint is confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
510 (k)# is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.